Event description:
Initial reporter indicated to a consultant that their handheld was "freezing during interrogation." The handheld was returned but not the 7.1 programming software. Good faith attempts are being made for the product to be returned for analysis.